Event description:
It was reported that the patient underwent breast surgery due to breast cancer and the vns was explanted during the surgery. The relationship of the breast cancer to the vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
It was reported that the patient's breast cancer is unrelated to vns therapy.

Manufacturer narrative:
If explanted, give date (mo/day/yr), corrected data: initial MDR listed wrong explant date.